Event description:
The 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not reproduce the alleged event. Customer support engineer did find an error code in memory that supported the customer's claim, however no parts were replaced. The unit passed extended self testing.